Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 419 mg/dl and ketone level was large. Pump supplies were changed and manual injections were administered to address bg. Customer went to the emergency room and intravenous insulin was administered. Customer was admitted to the hospital; bg was in the 200 mg/dl range. Intravenous insulin was continued. Elevated bg/ketones were resolved. Customer was discharged the same day with no permanent injury. Customer did not know cause of elevated bg. There were no issues observed with the pump supplies. Pump history identified no issues with bolus delivery and no pump alert/alarms had occurred.